Manufacturer narrative:
Event date is approximate. It was reported the issue started in (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient was seeing an elective replacement indicator (eri) message the last few times when recharging. It was stated the eri began in (B)(6) of 2016. No further complications were reported.